Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that while trying to engage the safety device of a deltec® gripper plus® safety huber needle, there was a needle stick injury to the nurse. It was noted that the port needle was dislodged from the patient with tegaderm surrounding. Both the patient and the nurse had post exposure lab work done. The nurse received a tdap vaccine. It was reported that the event outcome was resolved. No permanent injury was reported.